Event description:
Rv lead noise warning on (B)(6) 2023. 1 or more v. Oversensing-noise episodes. Minimal oversensing noted on high rate episode. Patient was in a ventricular arrhythmia at the time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).